Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04069. It was reported during the implant procedure, there were two leads (with different lot numbers) that showed invalid contacts while testing on the operating table. The procedure was completed by using different leads. It was reported coverage was obtained postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.